Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. The surgeon noted a decentered lens. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned. Haptic damage was observed. The power and resolution are acceptable for the model lens. The lens dimensions are acceptable using an approved template (plan view-except for the damaged areas). No problem was found which might be contributory to the reported event of lens dislocated and blurry vision. Due to the presence of surgical solution and the information the lens was explanted the observed damage is most likely related to customer handling. (B)(4).